Manufacturer narrative:
The probable cause of the falsely elevated troponin I result was chrome imprecision related to heterogeneous module. A siemens healthcare diagnostics representative instructed the customer to do maintenance on the heterogeneous module. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The laboratory repeated the sample and a negative result was obtained. Patients' treatment was not prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.